Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that peeled adhesive around light guide lens, burn on forceps elevator and burn damage on the tip of the body was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeled adhesive around light guide lens, burn on forceps elevator and burn damage on the tip of the body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.